Manufacturer narrative:
Complaint conclusion: as reported, the white compression tube of an unknown mynxgrip vascular closure device (vcd) was not being exposed after the physician shuttled down the sealant, grasped the sidearm of the unknown sheath, and retracted it and the shuttle back into the black handle of the system. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to deploy advancer tube" could not be evaluated. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review and on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white compression tube of an unknown mynxgrip vascular closure device (vcd) not being exposed after the physician shuttled down the sealant, grasped the sidearm of the unknown sheath, and retracted it and the shuttle back into the black handle of the system. There was no reported patient injury. The device was discarded; therefore, it will not be returned for evaluation.